Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath and in the inner lumen. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. Three kinks were observed on the catheter tubing approximately 76.2cm, 73.2cm and 39.4 cm from iab tip. The extender tubing was also returned. Two breaks were found within the iab. One was located approximately 10.9cm from the iab tip. The second was located approximately 6.2cm from the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name (B)(6) medical center complete initial reporter name & occupation (B)(6) rn, bsn, ccrn / director of nursing ICU additional initial reporter (B)(6) (ICU night nurse) the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that within 12 hours of initiating intra-aortic balloon (iab) therapy, there was a "fiber optic sensor failure" alarm. The hospital staff attempted to remove and reinsert the optical cable, but this did not resolve the issue. Instead, they were able to level and zero the inner lumen as a back up arterial waveform. The iab was in use for 48 hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID #(B)(4).